Event description:
During the laparoscopic sigma procedure, after a few minutes no function, with generator. No further information is available. The case was completed with the same like product. No patient consequence.